Event description:
It was reported that an incident occurred where is was alleged that the infinity central station (ics) did not provide an alarm. Manual CPR was provided however, the involved patient died. The draeger infinity m300 patient worn monitor is used with the infinity central station (ics). The m300 provides alarms to the ics. (Involved m300 serial number (B)(4) and associated ics serial number (B)(4).

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
Review of the m300 logs showed six asystole alarms starting at 11:36 and 11:41. The ics logs show the audio pause for bed-32 being initiated to address the m300 asystole alarms (11:37-11:40 and 11:41-11:43). The complainant confirmed the m300 and ics were both functioning correctly after testing was performed by a draeger technician when the incident was reported. There is no information to support a malfunction of the draeger device occurred.

Event description:
It was reported that an incident occurred where is was alleged that the infinity central station (ics) did not provide an alarm. Manual CPR was provided however, the involved patient died. The draeger infinity m300 patient worn monitor is used with the infinity central station (ics). The m300 provides alarms to the ics. (Involved m300 serial number: (B)(6) and associated ics serial number: (B)(6).